Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The reported patient effect dissection is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Resistance was encountered going through the groin into the vessel with the perclose device. The foot plate of the perclose device was opened and then pulled back against the vessel wall, however, felt some resistance. The foot plate was closed again and tried to remove the device, but the device was stuck and could not be removed. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, based on the reported information provided, it is unknown if the advancement of the proglide device with resistance encountered contributed to the reported difficulties experienced. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: correction- medical device problem code 2983 removed.

Manufacturer narrative:
Device code (B)(4): against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is not being returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report (B)(4).

Event description:
User facility medwatch report (B)(4) received that states: "per the op report by the interventional cardiologist (ic), upon completion of a successful csi atherectomy procedure, the left arterial sheath was exchanged for a perclose device to close the vessel in an antegrade fashion. The ic encountered some resistance going through the groin into the vessel with the perclose device, but then got good arterial return. The ic then opened up the plate of the perclose device and then pulled back, but felt some resistance, so the ic closed the plate again and tried to remove the device, but the device was stuck and could not be removed. The ic attempted many different tips and tricks, but the device was stuck and was not able to remove the device forward or backwards even after closing the plates with the handle. At this point, the cardiovascular surgeon was called in consultation to remove the device surgically. We split the perclose device and pulled back and forth the plastic connection to the plates with no difference. We applied hand pressure before and after the femoral arteriotomy while awaiting the transfer of the patient to the operating room. The patient was taken to the or, hemodynamically stable for repair the left common femoral artery and removal of the perclose device. The device was determined to have been caught on plaque which had been lifted and dissected in the common femoral artery. An arterial patch angioplasty to the discharged two days later. Reportedly, the extensive plaque most likely contributed to the event." No additional information was provided.